Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image on the screen and went off. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was unsure, just heard beeping was displayed before the open book image was displayed on the screen. Customer stated sees hairline crack on battery compartment upon inspection. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.